Event description:
Customer reported to covidien a device failure for lack of the segment. No pt was involved.

Manufacturer narrative:
Covidien investigation confirmed that the spo2 side of the display was missing segments. The front pcb board was replaced. Covidien reference (B)(4).